Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivery. The customer's blood glucose 316 mg/dl, below 200 mg/dl and 235 mg/dl. The customer reported that the blood glucose level was lower and under-dosed them causing hyperglycemia. The customer reported that they were thirsty. The insulin pump will not be returned for analysis.